Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response due to corroded keypad traces. No number ramping noted. No hot pump or hot battery noted. Unable to test the operating currents due to no button response. No damage noted on isolation tape on lcd board. No moisture damage noted on electronic assembly or on motor. Device had a scratched display window,cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was performed. The device was returned for analysis.